Manufacturer narrative:
H6. Method: no additional info has been provided. H6. Results: sufficient info has not been provided to determine results. H6. Conclusions: sufficient info has not been provided to make a conclusion.

Event description:
Revision bilateral surgery due to poly wear.